Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Internal reference complaint #: (B)(4).

Event description:
This report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2017-00249. It was reported the physician attempted to perform a novasure endometrial ablation on (B)(6) 2017 using two disposable devices. The physician had difficulty seating the first device. A second device was used and the physician had difficult seating the device. The physician aborted the procedure. A hysteroscopy was performed and the doctor visualized a perforation. No intervention was required.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Event description:
This report pertains to the second of two hologic devices returned that were used in the same procedure. See associated supplement medwatch, manufacturer's report# 1222780-2017-00249.